Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia customer¿s blood glucose was over 500 mg/dl at the time of incident. The customer did not experience any symptoms related to the high blood glucose. The customer was treated with the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer also reported that insulin pump had motor error and they were able to clear the alarm and complete the rewind. The insulin pump will be returned for analysis. Frn model unknown; unomedical - infusion set.